Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, the conclusion code no problem detected was selected.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an elevated system impedance of 205 ohms that remains withing range. Technical services (ts) was consulted, discussed in all four untreated events and one treated event with large railing noise with a high withing range shock impedance measurement greater than 140 ohms. Ts discussed possible troubleshooting options. Subsequently this s-ICD system was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an elevated system impedance of 205 ohms that remains withing range. Technical services (ts) was consulted, discussed in all four untreated events and one treated event with large railing noise with a high withing range shock impedance measurement greater than 140 ohms. Ts discussed possible troubleshooting options. Subsequently this s-ICD system was explanted and successfully replaced. No additional adverse patient effects were reported.